Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, solid tone with error code 'relax pressure on blade'. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.